Event description:
Customer reported that touchscreen was unresponsive. There was no reported impact to customer¿s blood glucose level. Customer did not return pump, and complaint was subsequently closed.